Event description:
It was reported that during the implant of the right ventricular (rv) lead, the lead had to be moved due to high thresholds. The implant of the rv lead was unsuccessful because the lead helix would not extend after multiple repositionings. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that tissue was removed with alcohol and the helix extends/retracts within specification. If information is provided in the future, a supplemental report will be issued.